Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that a high-energy treatment tool was used without ensuring a sufficient distance from the tip. The event of the forceps elevator having a burn can be detected and prevented by following the instructions for use which state: operation manual chapter 3 preparation and inspection:3-3 inspection of endoscope. Operation manual chapter 4 operation:4-3 using endo therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited adhesive around objective lens is peeled. Forceps elevator has a burn. There was no patient involvement.